Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the programmer interrogated and programmed an implantable device using a known good radiofrequency (rf) telemetry head with no fault found. Further analysis revealed the device passed functional and systems tests. The stylus was missing, the printer drawer was damaged and the right keyboard case hinge had a loose screw.

Event description:
It was reported that the programmer automatically switched to voo 85, while checking patients, right after the initial interrogation. The patient's devices were reprogrammed back to their previous settings. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.